Event description:
No patient involved. Vendor, while repairing dornoch machine, cut a hose inside the machine & didn't realize there was pressure inside the line. When hose was cut, bleach & questionable fluids squirted into his left eye. He was not wearing any protection on his eyes.